Event description:
The lay user/pt contacted lifescan (lfs) on 12/12/2007 and alleged that his one touch ultra meter counts down, but then turns off and doesn't give result. The complaint was classified based on the customer service rep's (csr) documentation since, the pt said he was homeless and was waiting to move to a sheltered accommodation. The pt stated that he normally tests 4x per day and he normally takes insulin as prescribed. His diabetes medication regimen consists of the following: novorapid 2x daily - between 24-30 units in the morning and at teatime; and levermir once daily - 8-16 units in the evening. While attempting to test, the pt first noticed the issue of the meter counting down, but then turning off without giving results during the day at unk time in 2007. The pt continued his daily routine and took insulin as usual. That night at around 3 a.m., the pt explained that he woke up shaking. Sweating and had pains in his stomach. He believed that he had experienced symptoms of hypoglycemia. As treatment, the pt stated that he had a chocolate bar and felt better within half an hour. He stated that he took 12 units of insulin in the evening and he thought it would be "ok", but he also stated that he possibly did not eat enough in the evening. The technical service rep troubleshooting could not be completed, because the pt did not have any add'l test strips and the meter powered off. The pt reported that this was not a new product and that he has not seen a battery indicator sign. This complaint is being reported because the pt alleges he was unable to obtain a reading on the lfs product and took insulin. Afterward, the pt claims he experienced shaking and sweating and treated himself by eating a chocolate bar.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, life scan will inform FDA of the results in a supplemental report.